Event description:
Boston scientific received information that this right ventricular (rv) lead was attempted implanted due to placement difficulty. During the procedure, the physician had difficulty manipulating the lead to the vein and determined that the lead was mistakenly in arterial pathway not in venous after advancing it through the sheath. Several attempts were made with a venogram until the patient experienced chest pain thus the implant was aborted. Further, it was suspected that the patient had pneumothorax. Additional information revealed the pneumothorax was confirmed through x-ray and a mobile chest tube had been inserted. The rv lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.